Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to shell malposition. Patient's shell, liner, and head were revised. Rep confirmed that there are no allegations against the revised liner or head. Rep also reported that additional pictures can be provided, but that no further information will be released by the hospital or surgeon otherwise.